Manufacturer narrative:
Info has been provided as requested. Section f1-f14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted.

Event description:
The tibial insert would not seat in the baseplate. There was no adverse consequence for the pt. This event is being reported as a serious injury due only to a reported extension of surgery time.